Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving 25 mg/ml infumorph at a dose of 20.18 mg/day via an implantable pump. It was reported that according to the managing hcp, the dose of morphine 2-4 weeks prior to the implant was 37 mg/day. The patient was titrated to 26.97 mg/day. The new dose at the time of the implant was 20.18 mg/day as ordered by the managing pain hcp. In conjunction with the pump and catheter being replaced successfully, the representative was notified that the patient had presented in the emergency department with possibly symptoms of overdosing on (B)(6) 2017 at approximately 0400. The pump was placed into minimum rate mode at approximately 0500, making the dose 0.165 mg/day. Per the attending hcp at the hospital managing the patient¿s in patient stay, the patient took oral medications for pain as well. At the time of the report, there had been no toxicology screen or uds performed. On (B)(6) 2017 at 1000 it was verified that the pump was in minimum rate mode for the new attending hcp. The patient was placed on a narcan drip. Other medications the patient was taking at the time of the event included oral norco. The patient¿s weight was asked, but unknown. The patient¿s medical history included non-malignant pain. It was stated that the issue was resolved and the patient status was alive with no injury. The representative had no further update at the time of the report. They were awaiting an update from the patient¿s pain management hcp. There were no further complications reported or anticipated.

Manufacturer narrative:
Corrected information:sex, date of birth. If information is provided in the future, a supplemental report will be issued.